Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one true pta dilatation catheter was received for evaluation. During visual evaluation, the balloon protector was noted over the balloon. During functional testing, an in-house presto inflation device was used to inflate the balloon. Balloon inflated and maintained pressure; the balloon deflated without issues. No other functional testing performed. Therefore, the investigation is unconfirmed for the reported deflation issue as the balloon inflated and deflated without issues. A definitive root cause for the reported deflation issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that prior to an angioplasty procedure, the balloon allegedly could not be deflated. There was no patient contact.

Event description:
It was reported that prior to an angioplasty procedure, the balloon allegedly could not be deflated. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.